Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that steps taken to resolve the inability to pee or have a bowel movement was changing the setting on the unit from 3 back to 1. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the healthcare professional (hcp) has programmed 3 different programs for the patient. After surgery, the patient was programmed at p1 2.0 v and the patient felt that the ins was kind of working but not well enough, so over the course of a week or so, they bumped up the stimulation to 2.4 v. Thereafter, the patient had her follow-up appointment, tested her device, and they did not feel it was getting the effectiveness they were expecting. The hcp then changed the program to 2 at 1.6 v. After the appointment, the patient kept it at the setting the hcp made. Within a week or so, the patient was noticing she was having trouble urinating. Then, the patient was brought in and it showed that she had a urinary tract infection (uti), which she was given a medication for the infection. The hcp left the ins at the setting he changed it to (p@ 1.6 v) and within a week or 2, the patient noticed she was having trouble urinating again almost not being able to go, which was quite a problem. The patient was getting ready to make an appointment and they may have adjusted it. Then the patient developed flu-like symptoms, she fell, ended up in the hospital, and had full-blown uti. The patient was in the hospital for almost 3 days, was placed on IV with antibiotics, and had a high fever. It was determined that the settings were causing some urinary retention and the infection. The patient was changed back to the original settings at p1 2.0 v. It was reported that there has not an occurrence of a uti since the change. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Additional review determined that the previously reported information [retention, uti] was previously reported. Additional information regarding that event will be reported under this manufacturing number 3004209178-2017-20186 [infection]. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that patient had trouble going where they couldn't even urinated any more and that about two days ago they started having this where they could not go(pee) again hardly. They also noticed a change in bowel habits because they have a bm once a day but now they could hardly go have a bm and wondered if it has been too strong for the patient. Patient stated they were wondering if it was a wrong program and wanted to go back to program 1 and turn the stimulation up. Patient also reported that they location of the patient device was in an awkward location. Troubleshooting included pat agent walked patient's daughter through changing from program 2 back to program 1 and stimulation was increased to 2.00v where patient felt stimulation comfortably. No further complications were noted or anticipated.